Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead marked oversensing of the t wave at a pacemaker mediated tachycardia episode. A mild based noise was observed afterwards but was not sensed. At the clinic, the health care professional interrogated the ICD and observed what appeared to be t wave oversensing again, nonetheless, a screenshot of this phenomenon was analyzed, and it appeared to be just noise over sensing. Adjusting sensing was recommended as well as isometrics to test for lead noise. Pacing inhibition without more than two seconds asystole was observed. No additional adverse patient effects were reported. The sensitivity was afterwards raised but a defibrillation threshold test was not completed as the increase was slight. This ICD remains in service. Additional information was received that the patient experienced symptoms of dizziness and was hospitalized. Upon review of the presenting electrogram, noisy signals, pacing inhibition over 1 second, and a sharp increase of right ventricular pace impedance and threshold measurements were found but remained within normal limits. Ts believed the history of lead issues could be related to the patients body habitus, as the previous lead was replaced recently. Ts discussed programming options, and no additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead marked oversensing of the t wave at a pacemaker mediated tachycardia episode. A mild based noise was observed afterwards but was not sensed. At the clinic, the health care professional interrogated the ICD and observed what appeared to be t wave oversensing again, nonetheless, a screenshot of this phenomenon was analyzed, and it appeared to be just noise over sensing. Adjusting sensing was recommended as well as isometrics to test for lead noise. Pacing inhibition without more than two seconds asystole was observed. No additional adverse patient effects were reported. The sensitivity was afterwards raised but a defibrillation threshold test was not completed as the increase was slight. The ICD and rv lead remain in service.